Event description:
It was reported that the stent failed to deploy. The indication for the stent placement was a left common iliac artery stenosis. The length of the lesion was 25 mm. The target lesion had a mild calcification and was moderately tortuous. The operator is an experienced user. The access site was the contralateral femoral artery. A hydrophilic-coated 0.035 inch guide wire and an introducer sheath (45 cm) were used at the beginning of the procedure. No pre-dilation was performed. After flushing the system, the operator delivered the system to the target lesion. The operator met excessive resistance when the delivery system was tracked to the target lesion. The length of the tracking path (from the access site to the target lesion) was approximately 60 cm. The tracking path was neither calcified nor tortuous. The operator found that the stent could not be deployed any more after the stent had been released for less than 1 cm even with excessive force. Then he had to remove the delivery system along with the guide wire. The operator used another stent of the same brand and size and this stent could be deployed smoothly and the operator completed the operation successful. The pt was not injured.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. No additional complaint has been reported for this lot number. Sample evaluation: a stent delivery system with a partially released stent was returned for evaluation. Based on the condition of the sample, it is concluded that the user met difficulties to advance the delivery system to the target lesion. As the safety clip was in place and the handgrip was found to be not activated upon sample receipt, it is concluded that the physician did not attempt to deploy the stent. However, the stent was found to be partially released. This is considered to be a result of the reported difficulties to advance and the retraction of the delivery system through the vessel and/or the introducer sheath. Root cause evaluation: potential product and non product related factors that could have led or contributed to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. E.g., improper flushing may be a potential factor. In this case, it was reported that the system was flushed prior to use. A difficult anatomy may by another contributing factor for this kind of event. In this case the target lesion had a mild calcification and was moderately tortuous. This event also may have been associated with the manufacturing process. The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The patency of the inner catheter is checked during a quality control step prior to leaving the facility. Based on the information available and the condition of the returned sample a definite root cause for the reported event could not be determined. IFU: the IFU states: "should unusual resistance be felt at any time during the procedure, the entire system (...) Should be removed as a single unit." However, even though the operator met excessive resistance when the delivery system was tracked to the target lesion the procedure was continued. The potential factor of insufficient flushing is addressed as the IFU states: "prior to inserting the delivery catheter over the guide wire, the system must be flushed with sterile saline at the two female luer ports until saline drips from the distal tip of the catheter." Based on the information provided, the system has been flushed prior to use. Furthermore the IFU states: "visually inspect the stent delivery system to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment."